Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis was pulling wrong order and wrong medication. Also, customer mentioned that they had to waste fluid due to this issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.